Event description:
Nellcor puritan bennett received a call from user facility representative on 11/12/1999, who called to report the following problem: when in synchronized intermittent mandatory ventilation mode, gives 2 short breaths and then a long pause. No pt harm.